Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak was observed at the filter vent. The investigation attributed this issue to the filter vent membrane, which had been compromised, potentially by the infusate it was used with. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was leakage which appeared to originate from the filter. The reporter stated the patient proceeded to apply tape to the affected area. At some point, the clamp was also found to be broken and was similarly taped by the patient. As a result of these issues, the patient missed approximately 2 to 3 hours of the intended 24-hour infusion. No patient harm was reported.